Event description:
It was reported that a patient experienced 30 seizures in one day. The patient has not seen the neurologist since the report of increase in seizures, however, the patient may be following up with a different physician. The patient's programming history available in the in-house database was reviewed and current up to (B)(6) 2010. No diagnostics were recorded. The battery life calculation was performed which indicated that the patient's device has several years remaining until end of service. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.